Event description:
It was reported the during a video assisted thoracic surgery, the device did not cut through the tissue completely and 1/3 of the staples didn't come out. There was no adverse consequence to the patient.